Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the incision site and also felt pain into his shoulders and neck/base of head. The physician believed it was related to just a post-surgical infection. The patient was prescribed antibiotics. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's infection was not device or procedure related. Symptoms were redness, swelling, and discharge at the midline incision.

Event description:
A report was received that the patient was experiencing pain at the incision site and also felt pain into his shoulders and neck/base of head. The physician believed it was related to just a post-surgical infection. The patient was prescribed antibiotics. The patient underwent an explant procedure.